Manufacturer narrative:
Facility staff were trained in safe entry into the chair and instructed the patient to use the side-entry method. The patient did not follow these instructions and positioned their leg in a manner that resulted in entanglement and subsequent fracture. Staxi provided supplemental safety materials, including the instructional video, to reinforce correct staff training and usage. Manufacturer convened an internal reportable-event review on 11 nov 2025; meeting minutes, risk evaluation, and related records are maintained in the manufacturer's quality system per MDR procedure.

Event description:
The patient was educated on how to get into chair but proceeded to throw his leg to the front and it got caught between the heel bolster and the foot pedal, he then fell and broke his tibia and fibula.